Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of therapeutic effect with intermittent stimulation. The pt only felt stimulation on one leg, down to the knee, and sometimes in the ankle. The pt experienced discomfort in both feet "for over a week." The stimulation only worked when the pt lay on the right side. There was no known related incident or accident reported. The pt was to contact the physician. No info was provided related to the pt's outcome. Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.